Event description:
It was reported that this device delivered 4 inappropriate shocks, the patient is also stating that the device is protruding. Technical services (ts) explained device function and possible electromagnetic interference (emi) interactions and recommended that the patient follow up with a physician. No additional adverse patient effects were reported.